Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the coil plunger and main coil introducer were returned for this complaint. The retaining clip was not returned. The coil plunger was inspected, and no damages were noticed. The coil introducer was inspected, and no damages were noticed. The main coil was stretched and kinked. The zap tip has a smooth surface. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. However, there were missing fiber bundles.

Event description:
Reportable based on device analysis completed on 02mar2022. It was reported that the coil got stuck. A 8mmx12mm complex helical was selected for use. During the procedure, while pushing the 8mmx12mm complex helical with wire, it was noted that the coil got stuck within the microcatheter. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed that there were missing fiber bundles.